Event description:
A report of a paddle lead revision was received. The patient's paddle lead was explanted due to high impedances. Physician could not get the tail of the implantable pulse generator (ipg) out therefore the ipg was also explanted. Patient was implanted with a new paddle lead and is doing well after surgery.